Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a cardiac surgery in (B)(6) 2016, was found to be infected with mycobacterium chimaera.

Manufacturer narrative:
Through follow up communication for another case already reported under the initial medwatch # mw-004391 and follow up medwatch # mw-005788 , livanova deutschland learned that there is no update information from the hospital about the patient. During the year 2016, three heater-cooler systems 3t were active with the following serial numbers: (B)(4). Furthermore, livanova deutschland learned that the cleaning protocol has not always been followed carefully (customer used filtered water and puristeril every month, weekly water change but do not use h2o2), that the device was placed inside the operation theater during use at that time, with the fan positioned away from patient. The hospital started in 2017 to check the hc water quality. After some events of identified device contamination, the center became more scrupulous and has now a room dedicated to cleaning and disinfection, they use h2o2, stopped using reusable water blankets and created a register of cleaning activity and microbiologic tests. From december 2018 all hcs are outside the operation theater and the serial number of the device is noted in the patient's electronic chart. It is reasonable to assume that the following information received under the above mentioned case is valid also for this case. A review of the DHR and of the service history for the above mentioned suspected units could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.